Manufacturer narrative:
Other text: b3: date of event unknown. D1: brand name: unknown. D4: catalog number: unknown. G5: 510k: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that the prefilled cassettes are causing high pressure alarm on the pumps due to excess tubing that comes out of the cassettes that, when fastened to the pump, causes kink in tubing and triggers alarm. The product fault occurs while in use with the patient. No clinical injuries involved.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be a kink in the line or was caused by the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D4: UDI unknown . H4: device manufacture date unavailable. D3, g1, and g2 email is: regulatory.responses@icumed.com.